Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. This product is manufactured in the u.s. But not marketed in the u.s. Device evaluation not required. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticm5_12.1 implantable collamer lens, -14.00/+2.5/077 (sphere/cylinder/axis), into the patient's left eye (os), on (B)(6) 2018. The lens was explanted on (B)(6) 2021 due to lens rotation not associated to a low vault. The lens was repositioned but the problem was not resolved so the lens was explanted. The surgeon did not implant another icl lens. The problem was resolved.